Manufacturer narrative:
In follow up with medela clinician on (B)(6) 2014, the customer reported that she had developed mastitis and that she feels her issue had been resolved after the antibiotic treatment and switching 21mm breast shields. As of the date of this report the original product has not been received. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that her breasts were sore when pumping and that she had mastitis that was treated with antibiotics prescribed by her physician.